Event description:
Product defect involving baxter automix 3 +3/as compounder transfer set 2c9293, lot number r06a10100. Tubing was taken out of the packaging and was not installed into the automix machine because a foreign body/particle was seen in the wider portion of the green line of the tubing. The particle measures approx 5 millimeters. It does not have uniform shape. The particle may be a chip from pt or a laminate. It moves freely in the tubing and pieces can break off. There are add'l specs of it in this tubing section as well. Baxter has been notified and has requested to evaluate the product.